Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00875705601, shell with cluster, 64311034. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04923. Customer has indicated that the product will not be returned to zimmer biomet for investigation, requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total hip arthroplasty and during the procedure they went to lock in liner and upon impaction the liner would not lock in. A different liner was used to complete the procedure. There was no reported impact to the patient. Attempts have been made and no further information has been provided.